Event description:
The iab was inserted into the pt on 12/2/1997 at 7:15 a.m. Poor augmentation was noted after the pt had surgery. The iab was removed on 12/3/1997 after iabp for about 33 hours. On 1/9/1998, datascope was notified that the iab was discarded and would not be returned for evaluation. (Event complications: none from the event - reported 1/6/1998) (pt's current status: discharged-rpt'd 1/6/1998.)